Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was not previously returned for service. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and returned for the servicing which correlates to the customer reported issue. A complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement .

Event description:
(B)(4).

Event description:
Broken disk housing cracked display, front case, rear case, flange gripper, barrel clamp assembly and handles. Iui's corroded. Carriage assembly tube drive bent. There was no patient involvement. (B)(6) 2018 11:22:23 (B)(6) for $__579____ approved by (B)(6). Shipping & billing address confirmed. (B)(6) 2018 09:54:21 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was not previously returned for service. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure and returned for the servicing which correlates to the customer reported issue. A complaint history record in the trackwise was performed for the sn 12399797 which confirmed that no similar complaints with the same or related failure mode. CAPA reference:ca-2018-0171 the customer stated that there was no patient involvement .